Event description:
It was reported that after pre-dilatation of the lesion, the 2.8 x 28 mm xience pro stent was advanced. However, resistance was encountered with the anatomy during the crossing attempt and the proximal shaft became separated. A non-abbott 2.5 x 22 mm stent was successfully implanted. No adverse patient effects and no clinically significant delay of procedure was reported. The patient was reported to be feeling fine. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The xience pro is currently not commercially available in the us.